Event description:
It was reported that the tubing detached from the filter portion of a straight type blood set with standard blood filter. The issue was identified after the set was removed from the packaging and during preparation for use. There was no patient involvement associated with this event. No additional information is available at this time.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.